Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01156. It was reported that the patient experienced an episode of ventricular fibrillation and low flow alarms. The patient was resuscitated and defibrillated. The low flow alarms were not device related. The patient had arrhythmia prior to implant. Intubation and ventilator was required for the patient.

Manufacturer narrative:
Section h8: correction. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms. Although a specific cause could not be conclusively determined through this evaluation, the account reported that the low flow events were caused by the patient¿s cardiac arrhythmia. A direct correlation between the reported ventricular fibrillation and heartmate 3 lvas could not be conclusively established. The controller event log file contained data from (B)(6) 2020 through (B)(6) 2020. Transient low flow fault flags were captured on (B)(6) 2020 when the estimated flow dropped below the threshold of 2.5 lpm. These faults resulted in 4 low flow hazard alarms which lasted between 13 seconds and 122 seconds, each. No other atypical events or alarms were captured and the pump appeared to function as intended. The pump operated at or above the low speed limit for the duration of the file until the driveline was disconnected at 6:15:50 am, which was consistent with the reported system controller exchange. The account reported that the low flow alarms were not thought to be device related and were determined to be caused by the patient¿s ventricular fibrillation. The account further specified that the patient did not have an implanted aicd but had had arrhythmias prior to being implanted with the heartmate 3 lvas. During this admission, the patient required resuscitation and defibrillation and was later intubated and connected to a ventilator. Following this treatment, the patient was reportedly in stable condition. The patient remains ongoing on heartmate 3 lvas and no further events have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.